Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that patient experienced bubbles in tubing that did not clear during priming. There was no reported impact to the customer¿s blood glucose level. Patient¿s caregiver requested evaluation for possible pump replacement, but no additional information was received regarding actions taken or the final outcome of the event.